Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented to the emergency room (ER) with an infection on their implantable cardiac monitor (icm). The icm was explanted in the ER. The patient condition was stable.